Event description:
Device was returned for repair with distal tip broken off and missing. No surgical malfunction was reported. Hosp could not account for the location of the missing piece or how / when it became broken. For this reason, co is taking a conservative approach and filing.